Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable device. The indications for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. The healthcare provider reported the patient was having an MRI of the spine for back pain and to rule out granuloma. It was noted that this was gradual change in the therapy or symptoms. On (B)(6) 2016 additional information received reported the patient's back pain was chronic. The MRI was still pending, delayed due to insurance company. It was unknown if the granuloma was confirmed. They were awaiting the results of the MRI before taking any actions or interventions. The cause of the back pain has not been determined as they were still awaiting the MRI results and the back pain had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.